Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the knife on the 3-lumen sphincterotome broke during the duodenal papillary sphincter incision of a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed with a similar device and there were no reports of delays or patient harm.